Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips are delivered across. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Dropping and ejecting clips. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected thirteen clips. Finally, it locked out as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.